Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a connection failure. A field service engineer unseated and reseated all connections at the rear pyxisbus controllers as well as the row board connections of the affected drawer and identified a cubie that appeared to be corrupted and causing failures. The engineer ejected the cubie using the hardware testing application, advised the customer to load a new cubie and insert it, rebooted the system, and completed testing in the hardware testing application to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. No users were able to load or dispense medication from one of the drawers, as none of the cubies would open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.